Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was also reported that there was low and varying impedance on the right atrial (ra) lead due to a suspected insulation breach. Pocket manipulation produced noise. The physician suspected that the insulation damage may be occurring since the ra and rv leads are overwrapping. The patient will be monitored and the ra and the rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and there was oversensing due to emi (electromagnetic interference)/noise. It was further reported that ra lead continued to have low impedance and noise. The ra lead was programmed off and will be rep laced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.